Event description:
Microstream etco2 adapter line hooked up appropriately to monitor sled. Etco2 value not appearing on monitor. Provider went to remove line from sled to troubleshoot and end of line broke off and became stuck in sled, rendering etco2 monitoring unavailable. Positive etco2 established via colorimetric co2 detector.